Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4) is provided for aborted procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation resulting in the aborting the procedure. A brief description from the surgery center indicated there was suction loss with a patient interface during a laser treatment while the laser was firing. The surgery center indicated the suction loss occurred due to the patient¿s movement. The procedure was aborted and converted to a photorefractive keratectomy (prk).

Manufacturer narrative:
Manufacturing records were reviewed and shows that the production order was manufactured according to specifications. The units were released according specification in compliance with the product intended use as required. No discrepancies that could be correlated with the event reported were identified. The directions for use (dfu) and labeling was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.